Event description:
It was reported that the patient was implanted in 2005, due to a bilateral sensorineural hearing loss. Recently, the patient's benefit decreased as well as her hearing thresholds. However, the device was working well. The doctor decided to check the condition in the middle ear and found an infection. It was decided to use a new device after cleaning the middle ear. The patient was re-implanted in 2008.

Manufacturer narrative:
The device has been explanted and has been returned to facility, where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.